Manufacturer narrative:
Additional information: d10 (update from unspecified to known devices), h3, h6. The sample received was identified as - d1 brand name: minicap transfer set, d4 catalogue #: 5c4482, g4 510k #: k152675. H10: one actual sample was received for evaluation. A visual inspection with the naked eye noted the female connector separated from the main body there was evidence the insert chip was present and possibly dislodged during the separation. There was no solvent present on the main body of the transfer set. The reported condition was verified. The cause of the condition is related to inadequate solvent application during manufacturing. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector (dark blue) separated from the main body of a transfer set. This issue occurred during use. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.